Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer blood glucose level was 260 mg/dl. Troubleshooting was performed partially, call was attempted but the customer did not pick up. Customer states the drive support cap is sticking out. Customer states: 5/18/17 she fell and pump got hit. Customer was advised to discontinue from the insulin pump and revert to a back plan. Insulin pump will be returning for analysis.